Event description:
(B)(6), drainage kit, lumbar - on (B)(6) 2023 a lumbar drain was attempting to be placed in a interventional radiology location. During the procedure one of the technologist noticed the wire was longer than the catheter. After further inspection and additional imaging of the patient, it was discovered that part of the catheter had been shaved off in the patient. The patient is now scheduled for surgery to have the broken part of the catheter removed.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: 5 previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any information regarding the incident. The device history record could not be reviewed as the customer did not report the lot number of the device. Capa005401 was generated in 10/2022 due to an increase of reported catheters shearing and tearing. The investigation concluded the catheter most likely torn during the insertion or removal of the catheter. Failure mode: unconfirmed/ no device returned. Unable to confirm if device failed to meet specifications.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). Patient is scheduled for surgery to remove broken part of the catheter, staff confirmed no other parts were saved for evaluation. Serial number of the affected part was not confirmed. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint as per hazard ID 1.5 in (B)(4) natus external drainage lumbar catheters risk analysis spreadsheet. Risk is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Related to (B)(4). Further investigation to be carried out.

Event description:
Nt821707, drainage kit, lumbar - on (B)(6) 2023 a lumbar drain was attempting to be placed in a interventional radiology location. During the procedure one of the technologist noticed the wire was longer than the catheter. After further inspection and additional imaging of the patient, it was discovered that part of the catheter had been shaved off in the patient. The patient is now scheduled for surgery to have the broken part of the catheter removed.